Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with one-link needle-free IV connector was restricting flow. This led to an increase in pressure that is exerted while pushing medication and caused the IV to infiltrate the patient's vein. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.